Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on a remote report dated (B)(6) 2018, rv oversensing was detected for more than a year. A lead issue is suspected. Moreover, subsequent charging of the capacitors is discharging the battery: the device was implanted in 2015 and the displayed residual longevity is 1-3 years.